Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. Reprogramming was performed and the issue was resolved. The patient would continue to be monitored.